Event description:
It was reported that the patient "was left without any medication in the pump". The health care provider had decided that he would "no longer work with pumps". Saline was put in the pump until they found other options; no symptoms reported. The patient was currently seeing another hcp. The patient went in for an unrelated surgery in (B)(6) 2011. Per this reporter, he "was in a coma for 4 days" and he does not remember going home from the hospital. When he left the hospital, he had a temperature of 103 degrees. He was later told by the hcp that he "had too much anesthesia and was overmedicated by 2-3 times". At this time he had baclofen, bupivacaine, fentanyl, and morphine in the pump.

Manufacturer narrative:
Patient programmer model/serial# unk; catheter model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).

Event description:
Additional information received reported the patient was still getting 6 milligrams of morphine from the pump when the health care provider (hcp) had told the physicians for the (B)(6) 2011 surgery that there wasn't anything in the pump. The patient's temperature maxed out at 104.6 for two days. The patient got "way too much anesthesia." It was also reported the patient had gone through withdrawal a couple times following filling the pump with saline.

Manufacturer narrative:
(B)(4).